Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the belt receptacle was pulled from the monitor case, damaging internal wires and the j1000 connector on the computer / analog (ca) board. The cause of the code 204 is the damaged receptacle, wires, and connector. The root cause of the damaged receptacle, wires, and connector is excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing service code 204 and that the belt receptacle on the monitor was damaged.